Manufacturer narrative:
A product sample has been received, by the manufacturer. And it is awaiting for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, from a company representative. Who indicated the vitrectomy cutter did not cut, during two different patient surgeries on the same day. Both procedures were completed, after replacement of the product. And there is no harm to the patients.

Manufacturer narrative:
Two opened probes were received, with tip protectors, in bubble bags. The sample was visually inspected and found to be nonconforming with the needle slightly bent. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional test. The sample was visually inspected and found to be nonconforming with dried foreign material on the port face and orange/brownish foreign material on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional test. A review of the device history record traceable to the lot number obtained from the device¿s (radio-frequency identification) rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples were found to be functionally conforming, therefore a cut failure as described in the complaint were not confirmed for both returned samples and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probes were functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported two vitrectomy cutters did not cut during a procedure. The condition of aspiration and actuation was unknown. The procedure was completed after replacing the products with a third one. There was no patient harm.